Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device, the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized in 2007 due to an incident of hyperglycemia. The reporter stated that the pt's blood glucose upon waking at 8:00 am on the same day was 375 mg/dl. At 11:00 am, it was 451 mg/dl. At 12:30 pm, it was >500 and at this point they changed site, set, and insulin. At 8:00 pm, she was transported to the hospital where she was admitted and treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.